Manufacturer narrative:
E1: patient city: (B)(6) patient country: france.

Event description:
Unomedical reference number (B)(4).event occurred in france on (B)(6) 2023, it was reported that infusion set detached from tubing canula side. No further information available.